Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she has swelling around her anchor site which is causing discomfort. The patient stated her incisions have healed, but the anchor site remains swollen and hard. The patient was advised to consult with her physician.